Event description:
My mother has undergone a total knee replacement surgery in (B)(6) 2014. The prosthesis inserted is a vanguard ps. To date, continues to have pain, swelling, and a feeling that she defines the "knee caught in a vise." The failure of the intervention is causing a severe state of depression. I hypothesize an allergy to any component of the prosthesis (nickel ?).